Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "button error" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the soft key #2 and keys 1,2,4,and 7 were not working. The keypad is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a keypad button error. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.